Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of display anomaly. The customer states that the screen goes dark when buttons are pressed, and it's starting to become difficult to read the screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the key traces. The insulin pump had normal operating currents. No unexpected missing segment during test. No dark spot on the display noted. The insulin pump passed displacement, current test. The insulin pump had pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.